Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient had an anaphylaxis reaction to the product. The symptoms of the anaphylaxis reaction included: hypotension and shortness of breath. The facility reported that filiforms and followers have been resterilized via autoclave. This is the second reaction for this patient. Per additional information, the patient was having a cystoscopy and had an anaphylaxis reaction during the procedure. The patient was transferred to the emergency department and treated with benadryl and steroids. Patient was not admitted to the hospital.